Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post-implant the patient experienced shortness or breath, bradycardia, dizziness and complete heart block. The leadless implantable pulse generator (ipg) exhibited a sensing issue, was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.